Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a system message was displayed and the laser probe was not recognized during a procedure. The staff noticed leakage from the bottom of the system table top and the laser port was wet. The procedure was completed with an alternate system. There was no harm to the pt.